Event description:
The customer reported erroneous analyte results through manual mode, for two patients, involving the coulter lh 500 hematology analyzer. Sample #1 indicates the initial manual mode results recovered lower for white blood cell (wbc), hemoglobin (hgb), mean cell hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) and slightly higher for red blood cell (rbc) results without instrument generated flags. The hemoglobin and hematocrit (h&h) ratio did not correlate on the initial analysis. Sample #2 was analyzed five times in the manual mode. The h&h ratio did not correlate on the reanalysis, which recovered low wbc and high rbc and plt without instrument generated messages except for retest #1 and #3. Subsequent analysis of the patient sample, on the same instrument, recovered higher results which were considered to be correct. The erroneous results were released out of the laboratory, and amended reports were issued. There was no impact to patient outcome. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and noted no hardware issues. The instrument was performing within the manufacturer's published performance specifications. The laboratory performs daily mode-to-mode verification procedure, which passed with acceptable coefficient of variation (cv) limits.